Event description:
During the implantation procedure, some connection issues were met: the atrial lead could not have been inserted all the way in the atrial pacemaker port. The atrial setscrew was unscrewed and the lead pin was re-inserted without any difficulties. Proper pacing operation was confirmed and no anomaly was observed at the post implant check.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica (dated october 29, 2009), sorin is filing this MDR at this time. Labeling reviewed. The device model involved in this MDR report is not approved in the us; however, it is similar to reply models approved under p950029. (B)(4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. The x-ray taken at the end of the mfg process is of no help to determine the setscrew position at the end of the mfg process for this specific device. However, it should be noted that setscrews are positioned inside the corresponding terminal block at the end of the mfg cycle to ensure that the lead connector pin can be inserted without unscrewing setscrews.